Event description:
The facility representative reported an ipump with a condition of when battery is replaced pump stops counting time. It is unknown when the event occurred; however, it was identified in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4).a service history review was performed revealing the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.device evaluation:the reported condition of an ipump that stops counting time when batteries are changed was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. .